Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy with bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2011 and (B)(6) 2012 due to stress urinary incontinence. Following insertion the patient experienced pain, urinary problems and dyspareunia. It was reported the patient experienced pain underwent partial explant and release of mesh on (B)(6) 2011 and (B)(6) 2012. No additional information was provided.